Event description:
The patient was undergoing a coil embolization procedure using in the gastroduodenal artery using pod4 and pod5 coils and another manufacturer's microcatheter. During the procedure, the physician successfully deployed a pod4 into the aneurysm, however, the physician wanted to reposition it. The pod4 was removed and upon resheathing, the pod4 unintentionally detached and was not used. The physician attempted to remove a second pod4 for repositioning, however, it unintentionally detached while resheathing as well and was not used. The physician then attached a rotating hemostasis valve on the end of the microcatheter. While preparing a new pod4 for use, the pusher wire became kinked and was not used. The physician then successfully deployed a pod5 into the aneurysm and the pusher wire became kinked. The pod5 unintentionally detached, however, it was in the target vessel and the physician was satisfied with its placement. The procedure successfully continued using a px slim delivery microcatheter and two additional pod5 coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the first pusher assembly pet lock was intact; the pusher assembly was fractured approximately 36.5 and kinked 37.5 cm from the proximal end; the coil was detached from the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated that the patient was undergoing a coil embolization procedure in the gastroduodenal artery using pod4 and pod5 coils. Two pod4 coils broke while being resheathed and were withdrawn from the patient. A third pod4 coil became kinked as the scrub technician was handling it. The pod5 unintentionally detached but did so in the target vessel. Two other pods were used to successfully complete the procedure. There was no report of any adverse impact on the patient. Evaluation of the returned devices revealed multiple damage sites along each of the pod pusher assemblies and coils. These devices could not be aligned with the catalog or lot numbers mentioned in the complaint due to combined return packaging of multiple the devices with identical lengths. In addition, further damage likely occurred due to the devices being bundled together for return. Based on the returned condition, the cause of this complaint cannot be determined. These devices are 100% functionally tested and visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00480, 00481, and 00482.